Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. For the report of there was no cutting being performed with the probe. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port and orange/brown foreign material on the port face, in the port, and on the cutter. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Dark foreign material was observed on the tip of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was disassembled and components inspected. No excess flash or damage was observed on the needle holder. No damage or foreign material was observed on the o-ring and the o-ring was observed to be wet. The product was processed and released according to the product¿s acceptance criteria. The evaluation confirms that the probe has a cut failure and also indicated that the probe had an actuation failure. The cause of the cut failure is the gouges observed on the cutting edge of the inner cutter. A damaged cutter can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determine from the evaluation performed. The exact root cause of the actuation failure cannot be determined from the evaluation performed. The exact root cause of the cut and actuation failures could not be determined, therefore no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a vitrectomy procedure. Aspiration was present. The probe was replaced and the procedure was completed. There was no patient impact.